Event description:
At 7:19pm the customer received a blood glucose reading of 374mg/dl on the contour next link. She took insulin accordingly. Two hours later she retested and received readings of 49 and 46mg/dl she had cold sweats and was not thinking clearly. Treatment was not discussed. The customer was advised to return the test strips for evaluation. New strips and meter were sent to her.